Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and coeliac disease ("celiac disease") in a 29-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included body mass index normal, acne, vomiting and dysthymic disorder. Concomitant products included ascorbic acid (vitamin c), bupropion (wellbutrin), cetirizine hydrochloride (zyrtec), citalopram hydrobromide (celexa), echinacea purpurea (echinacea), escitalopram oxalate (lexapro) and vaccinium macrocarpon (cranberry extract). In 2010, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection/ uti"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced coeliac disease (seriousness criterion medically significant), fatigue ("fatigue"), abdominal distension ("bloating"), headache ("headaches"), the first episode of weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavier than normal"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge more than normal and strong odor"), the second episode of weight increased ("weight gain") and irritability ("irritability"). In 2012, the patient experienced depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), sinusitis ("reoccurring sinus infections"), eczema ("eczema"), skin lesion ("sores on scalp") and allergy to metals ("nickel allergy/"). In 2014, the patient experienced urinary incontinence ("excessive urination"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), dyspepsia ("indigestion"), vomiting ("vomiting") and diarrhoea ("diarrhea"). On (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). On an unknown date, the patient experienced rash ("skin rash"), bacterial vaginosis ("bacterial vaginosis"), hypersensitivity ("environmental allergies/ other allergy problems") and abdominal pain ("abdomen cramping"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, coeliac disease, rash, bacterial vaginosis, depression, fatigue, alopecia, headache, anxiety, menorrhagia, hypersensitivity, cystitis, urinary tract infection, eczema, skin lesion, migraine, nausea, allergy to metals, the last episode of weight increased, irritability, abdominal pain, constipation, dyspepsia, vomiting and diarrhoea outcome was unknown, the abdominal distension, sinusitis, dysmenorrhoea, dyspareunia, vaginal discharge and back pain was resolving and the vaginal haemorrhage and urinary incontinence had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, coeliac disease, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, headache, hypersensitivity, irritability, menorrhagia, migraine, nausea, pelvic pain, rash, sinusitis, skin lesion, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 167 lbs. Trailing coils: left 2 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: both tubes were blocked. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - dysmenorrhea,nausea,fatigue,alopecia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and coeliac disease ("celiac disease") in a 29-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included body mass index normal, acne, vomiting and dysthymic disorder. Concomitant products included echinacea purpurea (echinacea). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On 15-feb-2016, 5 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced rash ("skin rash"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), headache ("headaches"), anxiety ("anxiety"), the first episode of weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("environmental allergies"), sinusitis ("reoccurring sinus infections"), coeliac disease (seriousness criterion medically significant), eczema ("eczema"), pain of skin ("sores on scalp"), incontinence ("excessive urination"), migraine ("migraines"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), the second episode of weight increased ("weight gain"), irritability ("irritability"), back pain ("lower back pain") and abdominal pain ("abdomen cramping"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on 19-apr-2016. At the time of the report, the pelvic pain, rash, bacterial vaginosis, depression, fatigue, alopecia, headache, anxiety, menorrhagia, hypersensitivity, cystitis, urinary tract infection, coeliac disease, eczema, pain of skin, migraine, nausea, allergy to metals, the last episode of weight increased, irritability and abdominal pain outcome was unknown, the abdominal distension, sinusitis, dysmenorrhoea, dyspareunia, vaginal discharge and back pain was resolving and the vaginal haemorrhage and incontinence had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, coeliac disease, cystitis, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, hypersensitivity, incontinence, irritability, menorrhagia, migraine, nausea, pain of skin, pelvic pain, rash, sinusitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 167 lbs trailing coils: left 2 right 2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on 14-feb-2011: both tubes were blocked ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - dysmenorrhea,nausea,fatigue,alopecia" most recent follow-up information incorporated above includes: on 2-apr-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), environmental allergies, bladder infection, urinary tract infection, reoccurring sinus infections, celiac disease, eczema, sores on scalp, bladder problems, excessive urination, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, irritability, lower back pain, abdominal cramping", reporter, lot number added from pfs. Concomittant and historical condition, lab data added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('coil migrated to uterus') in a 29-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and depression. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included body mass index normal, acne, vomiting and dysthymic disorder. Concomitant products included anti allergic agents, ascorbic acid, bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) and vaccinium macrocarpon. In 2010, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection/ uti"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced coeliac disease ("celiac disease"), fatigue ("fatigue"), abdominal distension ("bloating"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavier than normal"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge more than normal and strong odor") and irritability ("irritability") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In 2012, the patient experienced depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), sinusitis ("reoccurring sinus infections"), eczema ("eczema"), skin lesion ("sores on scalp") and allergy to metals ("nickel allergy/"). In 2014, the patient experienced urinary incontinence ("excessive urination"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), dyspepsia ("indigestion"), vomiting ("vomiting") and diarrhoea ("diarrhea"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), rash ("skin rash"), bacterial vaginosis ("bacterial vaginosis"), hypersensitivity ("environmental allergies/ other allergy problems"), abdominal pain ("abdomen cramping"), psoriasis ("psoriasis"), malaise ("I feel so crappy today"), sneezing ("I'm super sneezy"), flatulence ("in pain a bit from the gas pressure"), nail growth abnormal ("since I have gotten essure removed (which is why I had my hystereectomy).my nails have started growing"), dizziness ("I am dizzy") and injection site bruising ("injection site bruising"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and urinary incontinence had resolved, the device expulsion, coeliac disease, rash, bacterial vaginosis, depression, fatigue, headache, anxiety, menorrhagia, hypersensitivity, cystitis, urinary tract infection, eczema, skin lesion, migraine, nausea, allergy to metals, the last episode of weight increased, irritability, abdominal pain, constipation, dyspepsia, vomiting, diarrhoea, psoriasis, malaise, sneezing, flatulence, dizziness and injection site bruising outcome was unknown and the alopecia, abdominal distension, sinusitis, dysmenorrhoea, dyspareunia, vaginal discharge, back pain and nail growth abnormal was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, coeliac disease, constipation, cystitis, depression, device expulsion, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, flatulence, headache, hypersensitivity, injection site bruising, irritability, malaise, menorrhagia, migraine, nail growth abnormal, nausea, pelvic pain, psoriasis, rash, sinusitis, skin lesion, sneezing, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 167 lbs. Trailing coils: left 2 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: both tubes were blocked. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - dysmenorrhea, nausea, fatigue, alopecia". Concerning the injuries reported in this case, the following one was described in social media: malaise, sneezing, flatulence, herpes zoster, rash pruritic, nail growth abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added: "injection site bruising", new reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and coeliac disease ('celiac disease') in a 29-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and depression. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included body mass index normal, acne, vomiting and dysthymic disorder. Concomitant products included anti allergic agents, ascorbic acid, bupropion hydrochloride (wellbutrin), citalopram hydrobromide (celexa), echinacea purpurea (echinacea), escitalopram oxalate (lexapro) and vaccinium macrocarpon. In 2010, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection/ uti"). On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced coeliac disease (seriousness criterion medically significant), fatigue ("fatigue"), abdominal distension ("bloating"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavier than normal"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge more than normal and strong odor") and irritability ("irritability") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In 2012, the patient experienced depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), sinusitis ("reoccurring sinus infections"), eczema ("eczema"), skin lesion ("sores on scalp") and allergy to metals ("nickel allergy/"). In 2014, the patient experienced urinary incontinence ("excessive urination"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), dyspepsia ("indigestion"), vomiting ("vomiting") and diarrhoea ("diarrhea"). On 15-feb-2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced rash ("skin rash"), bacterial vaginosis ("bacterial vaginosis"), hypersensitivity ("environmental allergies/ other allergy problems"), abdominal pain ("abdomen cramping") and psoriasis ("psoriasis"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, coeliac disease, rash, bacterial vaginosis, depression, fatigue, alopecia, headache, anxiety, menorrhagia, hypersensitivity, cystitis, urinary tract infection, eczema, skin lesion, migraine, nausea, allergy to metals, the last episode of weight increased, irritability, abdominal pain, constipation, dyspepsia, vomiting, diarrhoea and psoriasis outcome was unknown, the abdominal distension, sinusitis, dysmenorrhoea, dyspareunia, vaginal discharge and back pain was resolving and the vaginal haemorrhage and urinary incontinence had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, coeliac disease, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, headache, hypersensitivity, irritability, menorrhagia, migraine, nausea, pelvic pain, psoriasis, rash, sinusitis, skin lesion, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 167 lbs. Trailing coils: left 2 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: both tubes were blocked. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - dysmenorrhea,nausea,fatigue,alopecia." Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: amendment done.. Added event psoriasis. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('coil migrated to uterus') in a 29-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and depression. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included body mass index normal, acne, vomiting and dysthymic disorder. Concomitant products included anti allergic agents, ascorbic acid, bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) and vaccinium macrocarpon. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection/ uti"). In 2011, the patient experienced coeliac disease ("celiac disease"), fatigue ("fatigue"), abdominal distension ("bloating"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavier than normal"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge more than normal and strong odor") and irritability ("irritability") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In 2012, the patient experienced depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), sinusitis ("reoccurring sinus infections"), eczema ("eczema"), skin lesion ("sores on scalp") and allergy to metals ("nickel allergy/"). In 2014, the patient experienced urinary incontinence ("excessive urination"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), dyspepsia ("indigestion"), vomiting ("vomiting") and diarrhoea ("diarrhea"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), rash ("skin rash"), bacterial vaginosis ("bacterial vaginosis"), hypersensitivity ("environmental allergies/ other allergy problems"), abdominal pain ("abdomen cramping"), psoriasis ("psoriasis"), malaise ("I feel so crappy today"), sneezing ("I'm super sneezy"), flatulence ("in pain a bit from the gas pressure") and nail growth abnormal ("since I have gotten essure removed (which is why I had my hystereectomy).my nails have started growing"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and urinary incontinence had resolved, the device expulsion, coeliac disease, rash, bacterial vaginosis, depression, fatigue, headache, anxiety, menorrhagia, hypersensitivity, cystitis, urinary tract infection, eczema, skin lesion, migraine, nausea, allergy to metals, the last episode of weight increased, irritability, abdominal pain, constipation, dyspepsia, vomiting, diarrhoea, psoriasis, malaise, sneezing and flatulence outcome was unknown and the alopecia, abdominal distension, sinusitis, dysmenorrhoea, dyspareunia, vaginal discharge, back pain and nail growth abnormal was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, coeliac disease, constipation, cystitis, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, flatulence, headache, hypersensitivity, irritability, malaise, menorrhagia, migraine, nail growth abnormal, nausea, pelvic pain, psoriasis, rash, sinusitis, skin lesion, sneezing, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 167 lbs trailing coils: left 2 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: both tubes were blocked. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - dysmenorrhea, nausea, fatigue, alopecia". Concerning the injuries reported in this case, the following one was described in social media: malaise, sneezing, flatulence, herpes zoster, rash pruritic, nail growth abnormal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received: reporter was added. Device expulsion was added as a event. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and depression. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included body mass index normal, acne, vomiting and dysthymic disorder. Concomitant products included anti allergic agents, ascorbic acid, bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) and vaccinium macrocarpon. In 2010, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection/ uti"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced coeliac disease ("celiac disease"), fatigue ("fatigue"), abdominal distension ("bloating"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavier than normal"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge more than normal and strong odor") and irritability ("irritability") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In 2012, the patient experienced depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), sinusitis ("reoccurring sinus infections"), eczema ("eczema"), skin lesion ("sores on scalp") and allergy to metals ("nickel allergy/"). In 2014, the patient experienced urinary incontinence ("excessive urination"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), dyspepsia ("indigestion"), vomiting ("vomiting") and diarrhoea ("diarrhea"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced rash ("skin rash"), bacterial vaginosis ("bacterial vaginosis"), hypersensitivity ("environmental allergies/ other allergy problems"), abdominal pain ("abdomen cramping"), psoriasis ("psoriasis"), malaise ("I feel so crappy today"), sneezing ("I'm super sneezy"), flatulence ("in pain a bit from the gas pressure") and nail growth abnormal ("since I have gotten essure removed (which is why I had my hystereectomy).my nails have started growing"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, coeliac disease, rash, bacterial vaginosis, depression, fatigue, headache, anxiety, menorrhagia, hypersensitivity, cystitis, urinary tract infection, eczema, skin lesion, migraine, nausea, allergy to metals, the last episode of weight increased, irritability, abdominal pain, constipation, dyspepsia, vomiting, diarrhoea, psoriasis, malaise, sneezing and flatulence outcome was unknown, the alopecia, abdominal distension, sinusitis, dysmenorrhoea, dyspareunia, vaginal discharge, back pain and nail growth abnormal was resolving and the vaginal haemorrhage and urinary incontinence had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, coeliac disease, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, flatulence, headache, hypersensitivity, irritability, malaise, menorrhagia, migraine, nail growth abnormal, nausea, pelvic pain, psoriasis, rash, sinusitis, skin lesion, sneezing, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 167 lbs trailing coils: left 2 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: both tubes were blocked. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - dysmenorrhea, nausea, fatigue, alopecia". Concerning the injuries reported in this case, the following one was described in social media: malaise, sneezing, flatulence, herpes zoster, rash pruritic, nail growth abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: social media received; new events- malaise, sneezing, flatulence, nail growth abnormal were added. Outcomes were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('coil migrated to uterus') in a 29-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and depression. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included body mass index normal, acne, vomiting and dysthymic disorder. Concomitant products included anti allergic agents, ascorbic acid, bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) and vaccinium macrocarpon. In 2010, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection/ uti"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced coeliac disease ("celiac disease"), fatigue ("fatigue"), abdominal distension ("bloating"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavier than normal"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge more than normal and strong odor") and irritability ("irritability") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In 2012, the patient experienced depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), sinusitis ("reoccurring sinus infections"), eczema ("eczema"), skin lesion ("sores on scalp") and allergy to metals ("nickel allergy/"). In 2014, the patient experienced urinary incontinence ("excessive urination"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), dyspepsia ("indigestion"), vomiting ("vomiting") and diarrhoea ("diarrhea"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), rash ("skin rash"), bacterial vaginosis ("bacterial vaginosis"), hypersensitivity ("environmental allergies/ other allergy problems"), abdominal pain ("abdomen cramping"), psoriasis ("psoriasis"), malaise ("I feel so crappy today"), sneezing ("I'm super sneezy"), flatulence ("in pain a bit from the gas pressure") and nail growth abnormal ("since I have gotten essure removed (which is why I had my hystereectomy).my nails have started growing"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and urinary incontinence had resolved, the device expulsion, coeliac disease, rash, bacterial vaginosis, depression, fatigue, headache, anxiety, menorrhagia, hypersensitivity, cystitis, urinary tract infection, eczema, skin lesion, migraine, nausea, allergy to metals, the last episode of weight increased, irritability, abdominal pain, constipation, dyspepsia, vomiting, diarrhoea, psoriasis, malaise, sneezing and flatulence outcome was unknown and the alopecia, abdominal distension, sinusitis, dysmenorrhoea, dyspareunia, vaginal discharge, back pain and nail growth abnormal was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, coeliac disease, constipation, cystitis, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, flatulence, headache, hypersensitivity, irritability, malaise, menorrhagia, migraine, nail growth abnormal, nausea, pelvic pain, psoriasis, rash, sinusitis, skin lesion, sneezing, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 167 lbs trailing coils: left 2 right 2 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: both tubes were blocked. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - dysmenorrhea, nausea, fatigue, alopecia". Concerning the injuries reported in this case, the following one was described in social media: malaise, sneezing, flatulence, herpes zoster, rash pruritic, nail growth abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and coeliac disease ("celiac disease") in a 29-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included body mass index normal, acne, vomiting and dysthymic disorder. Concomitant products included ascorbic acid (vitamin c), bupropion (wellbutrin), cetirizine hydrochloride (zyrtec), citalopram hydrobromide (celexa), echinacea purpurea (echinacea), escitalopram oxalate (lexapro) and vaccinium macrocarpon (cranberry extract). In 2010, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection/ uti"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced coeliac disease (seriousness criterion medically significant), fatigue ("fatigue"), abdominal distension ("bloating"), headache ("headaches"), the first episode of weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavier than normal"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge more than normal and strong odor"), the second episode of weight increased ("weight gain") and irritability ("irritability"). In 2012, the patient experienced depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), sinusitis ("reoccurring sinus infections"), eczema ("eczema"), skin lesion ("sores on scalp") and allergy to metals ("nickel allergy/"). In 2014, the patient experienced urinary incontinence ("excessive urination"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), dyspepsia ("indigestion"), vomiting ("vomiting") and diarrhoea ("diarrhea"). On (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). On an unknown date, the patient experienced rash ("skin rash"), bacterial vaginosis ("bacterial vaginosis"), hypersensitivity ("environmental allergies/ other allergy problems") and abdominal pain ("abdomen cramping"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, coeliac disease, rash, bacterial vaginosis, depression, fatigue, alopecia, headache, anxiety, menorrhagia, hypersensitivity, cystitis, urinary tract infection, eczema, skin lesion, migraine, nausea, allergy to metals, the last episode of weight increased, irritability, abdominal pain, constipation, dyspepsia, vomiting and diarrhoea outcome was unknown, the abdominal distension, sinusitis, dysmenorrhoea, dyspareunia, vaginal discharge and back pain was resolving and the vaginal haemorrhage and urinary incontinence had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, coeliac disease, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, headache, hypersensitivity, irritability, menorrhagia, migraine, nausea, pelvic pain, rash, sinusitis, skin lesion, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 167 lbs. Trailing coils: left 2 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: both tubes were blocked. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - dysmenorrhea,nausea,fatigue,alopecia". Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. Events added: constipation, indigestion, vomiting, diarrhea. Concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('coil migrated to uterus') in a 29-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and depression. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included body mass index normal, acne, vomiting and dysthymic disorder. Concomitant products included anti allergic agents, ascorbic acid, bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) and vaccinium macrocarpon. In 2010, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection/ uti"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced coeliac disease ("celiac disease"), fatigue ("fatigue"), abdominal distension ("bloating"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavier than normal"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge more than normal and strong odor") and irritability ("irritability") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In 2012, the patient experienced depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), sinusitis ("reoccurring sinus infections"), eczema ("eczema"), skin lesion ("sores on scalp") and allergy to metals ("nickel allergy/"). In 2014, the patient experienced urinary incontinence ("excessive urination"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), dyspepsia ("indigestion"), vomiting ("vomiting") and diarrhoea ("diarrhea"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), rash ("skin rash"), bacterial vaginosis ("bacterial vaginosis"), hypersensitivity ("environmental allergies/ other allergy problems"), abdominal pain ("abdomen cramping"), psoriasis ("psoriasis"), malaise ("I feel so crappy today"), sneezing ("I'm super sneezy"), flatulence ("in pain a bit from the gas pressure"), nail growth abnormal ("since I have gotten essure removed (which is why I had my hysterectomy).my nails have started growing") and dizziness ("I am dizzy"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and urinary incontinence had resolved, the device expulsion, coeliac disease, rash, bacterial vaginosis, depression, fatigue, headache, anxiety, menorrhagia, hypersensitivity, cystitis, urinary tract infection, eczema, skin lesion, migraine, nausea, allergy to metals, the last episode of weight increased, irritability, abdominal pain, constipation, dyspepsia, vomiting, diarrhoea, psoriasis, malaise, sneezing, flatulence and dizziness outcome was unknown and the alopecia, abdominal distension, sinusitis, dysmenorrhoea, dyspareunia, vaginal discharge, back pain and nail growth abnormal was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, coeliac disease, constipation, cystitis, depression, device expulsion, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, flatulence, headache, hypersensitivity, irritability, malaise, menorrhagia, migraine, nail growth abnormal, nausea, pelvic pain, psoriasis, rash, sinusitis, skin lesion, sneezing, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 167 lbs. Trailing coils: left 2 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: both tubes were blocked. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - dysmenorrhea, nausea, fatigue, alopecia". Concerning the injuries reported in this case, the following one was described in social media: malaise, sneezing, flatulence, herpes zoster, rash pruritic, nail growth abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporter was added. Event "dizzy" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), headache ("headaches"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, bacterial vaginosis, depression, fatigue, alopecia, abdominal distension, headache, anxiety and weight increased outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, bacterial vaginosis, depression, fatigue, headache, pelvic pain, rash and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.